Event description:
It was reported by the customer that their device was alarming calibration error. Customer states they had a calibration error the previous evening with the sensor. Customer stated they could not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 47 mg/dl at time of reporting and customer was treating with manual insulin injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of two opened and used enlite sensors, showed that they functioning properly and passed all functional testing. However, found both enlite sensors were received with bent cannula, unable to confirm if the customer received in said condition due to the customer returned opened and used.